Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked barrel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked barrel. Bd was not able to identify a root cause for the indicated failure mode. H3 : see h.10.

Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe a crack was discovered in the barrel. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, at 09:30, when following the doctor's order to collect blood gas samples from the child, the arterial blood collection device was inspected and found that there was a crack in the empty cylinder of the blood collection device. The normal blood collection could not be performed on the baby, and repeated blood collection would harm the baby. Parents had great opinions. Immediately replace a good arterial blood collection device for blood collection and inspection.